Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The investigation showed that the battery acid leaked out of the battery. The acid led to corrosion on the battery contacts and to a power interruption. The insulin pump shut-down without alarm because of the sudden power failure.

Event description:
Patient reported the infusion device shut-down without providing an error message. This occurred after he changed the cartridge and completed the prime procedure on (B)(6) 2013. He changed the battery but was unable to restart the infusion device. He has delivered insulin via syringe and experienced some fluctuations in his blood glucose levels as a result. The infusion device was not dropped or exposed to electromagnetic fields. The infusion device was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.